Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that when sep was performed, waveform could not be obtained on both sides simultaneously. The lower limb was stimulated, but movement of the peripheral big toe was not observed, so it was determined that stimulation may not have been delivered. The inner part may be disconnected from another part. The device did not pass impedance check. The surgery was completed with the same device. There was no known patient impact.

Event description:
Additional information received that the event occurred intra-op and there was no patient impact.

Manufacturer narrative:
H3:analysis of the device confirmed the reported event. There was corrosion in remote electrodes input connector. The electrode board was replaced. H6: previous codes b21, c21 and d16 are no longer valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.